Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power switch was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of ventilation. There was no report of patient involvement.